Event description:
Angioplasty resulted in balloon rupture, in the attempt to remove the balloon the viperwire tip became kinked and fractured, could not be retrieved. On (B)(6) 2018 wire was successfully retrieved. No further complications.